Event description:
Procedure: lap cholecystectomy pt sex: unk reportedly, the clip applier jammed inside the trocar. Therefore the trocar and clip applier had to be removed together. Another trocar and instrument were introduced without difficulty. There was no reported pt injury.